Event description:
It was reported that the struts are broken and cross bar is missing (chair won't hold weight). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.